Manufacturer narrative:
There has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21 cfr part 803. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Event description:
It was reported that an ev implant driver had inadequate retention, which led to a dental implant falling onto the floor while going to place it in the patient's mouth. The doctor could not complete treatment and an additional session is needed.

Manufacturer narrative:
Product lost in transit. The lot number was not provided for retained-product testing and/or DHR review.